Manufacturer narrative:
Based on the information received patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider it was learned the patient underwent transcatheter valve-in-valve intervention also due to severe aortic stenosis. The patient was discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to this event but the root cause cannot be conclusively determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 26mm transcatheter valve was implanted inside a disabled 25mm bioprosthetic valve in the aortic position via valve-in-valve procedure after an implant duration of twelve (12) years, nine (9) months, twenty-four (24) days. The reason for valve-in-valve intervention was due to degenerated leaflet, mild calcification, and moderate to severe aortic insufficiency with mild paravalvular leak. Patient was transported to the cardiovascular intensive care unit (cvicu) in stable condition.